Event description:
On 12/19/1998 the account reported a hemoglobin result of 7.1 g/dl on an ER pt at 05:48 am. The sample was retested at 06:24 am and a hemoglobin of 11.3 g/dl was obtained. A second was drawn at 07:11 am and hemoglobin of 11.3 g/dl was obtained. The 07:11 sample was retested and a hemoglobin of 11.4 g/dl was obtained. No report of injury.